Event description:
It was reported that an insulation anomaly was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial leas measuring 48cm from the distal tip was returned for analysis. An internal and external abrasion was found at 13-17cm from the distal end. The sensing cables were externalized at the same location. The etfe coating was intact at this location. An external insulation abrasion was found at 10.3-10.8cm and 11.4-11.8cm from the distal end. The sensing cables were visible and the etfe coating was intact at these locations.